Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. All buttons function properly. No blocked keypad noted. No damage noted on keypad traces. The keypad connector on lcd board was locked. Device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No back light, reset time/date, audio/beep anomaly, insulin pump alarm noted. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a constant tone and was not able to clear due to buttons not responding. Customer allowed insulin pump to rest and constant tone was resolved. Customer's blood glucose was 164 mg/dl. During troubleshooting, alarm history showed a watchdog timeout alarm, an external ram crc error alarm and an unexpected restart error alarm. Customer was advised that insulin pump would need to be replaced.